Event description:
Pt was admitted to hospital on (B)(6) 2024 due to infected port site, blood culture positive, indicating sepsis. At time of admission symptoms include weakness, syncope x 3, chills, shortness of breath, and fatigue. Initial emergency room treatment was cefepime and given 20meq of potassium. Pt was then changed to ancef for persistent mssa(methicillin-sensitive staphylococcus aureus) bacteremia based on blood culture results. Pt is also being evaluated by pulmonology for treatment of shortness of breath and remains on 7 liters high flow nasal canula w/ possible evaluation with transesophageal echo. Port was removed on (B)(6) 2024. Port site wound care is packed and covered with tape daily. Pt is also experiencing a-fib (grade 3) with ventricular tachycardia. A-fib with ventricular tachycardia currently controlled with cardizem. As of (B)(6) 2024 dr. (B)(6) states pt is improving along with wbcs trending down. Infectious disease note states repeat blood cultures drawn today, pt reports no fevers, and right chest wound improving with scant drainage. Pt is continuing IV antibiotics inpatient. No anticipated discharge date at this time.